Event description:
The distributor reported on behalf of the user facility in spain that in five cases, the screw broke beneath the screw head, or in some cases snapped off before the end of the insertion. There was no significant consequences for the patient in the five cases.

Manufacturer narrative:
The product were returned for evaluation. The devices were evaluated by an external laboratory. Test results indicate that the devices are in compliance with our current specifications. Lot numbers were not provided by the customer. The batch number cannot be determined from the returned product. A review of the complaint system showed that the complaint rate for this incident in the past two years is 0.025%. Based upon the reported information and the test results, the exact root cause is undetermined; the product tested within specifications. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.